Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: tibial implant loose and slightly angulated on the ap view, tibial slope lower medially, bone quality osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 years post-op, they were revised due to tibial loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown femoral component - unknown; unknown - unknown articular surface - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.